Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative had been paged to turn the implantable neurostimulator (ins) off for an MRI of the brain. The manufacturer representative had been unable to communicate with the ins using the clinician programmer. It was reported that the same clinician programmer had been used successfully earlier that day and worked fine. The patient did not have the implantable neurostimulator recharger (insr) or patient programmer available. The patient had turned off stimulation and therefore was not able to feel stimulation. The patient had charged last week and was able to get 8 coupling bars. The patient indicated that the implantable neurostimulator (ins) moved around lot in their pocket. This ins had moved around a lost since (B)(6) 2016. Additional information was received from the manufacturer representative on 2016-12-10 reporting that the patient had a history of seizures and had a very bad fall on the same side where the battery was implanted. The patient the patient fell hard enough to cause cranial bleeding. The patient had recently charged. More than 10 attempts were made to interrogate the battery but it could not be verified that the ins was off and safe for an MRI. The ins was palpated numerous times; the shape could be felt and the location was confirmed. The patient claimed to have been using the scs and recharging regularly. Additional information was received from the manufacturer representative on 2016-12-12 that reported that he was unable to interrogate the implantable neurostimulator. He had tried numerous times before calling technical services to see if there was anything else that could be done. The manufacturer representative palpated the patient¿s skin and felt for the battery a number of times. The patient didn¿t have his patient programmer or implantable neurostimulator recharger. The manufacturer representative was unable to see or feel the implantable neurostimulator moving around in the pocket, but the patient reported that he felt it was moving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.